Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary medication set did not flow while connected to a clearlink system primary solution set; further described as the medication in the secondary infusion bag would not deliver to the patient. It was further reported that the tubing setup and the pump programming were correct. This issue was identified during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.